Manufacturer narrative:
The field service technician confirmed via e-mail on 2019-11-26 that the unit worked after replacement of motor control board and the unit is back in clinical use. The defective motor control board is no longer availabe since it is already scrapped. For returning board sorry isn¿t available because it is scrapped. The reported failure "safety-s error message" could be confirmed. The most probable root cause could not be determined since the defective part is no longer available for further investigation. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint# (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
In (B)(6) it was stated that the hl20 unit had the error message "safety-s". No indication for patient harm. (B)(4).